Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was noted while the system was in clinical use. However, no patient or user harm was reported. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Troubleshooting with the in-house technician found that the main fuse in the m cabinet was tripped. It was determined that the cause of the event was an issue with the facility's electricity and there was no issue with the philips system. The in-house technician reactivated the main fuse in the m cabinet. After this repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system failure was the result of an electrical problem associated with the facility's electricity that caused the main fuse in the system's m cabinet to trip. It was confirmed that the system itself had not malfunctioned. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a total failure during an examination. The user was unable to restart the device. There was no reported patient or user harm. Philips has started an investigation of this complaint.